Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported a 6f angio-seal evolution was deployed without difficulties; the compaction marker was reached and no pressure was placed on the groin with the opposite hand. The movement of the deployment was stated to be fluid with no resistance being experienced by the deployer, hemostasis was achieved without presence of a hematoma, and the pt experienced no pain. Ten hours later, the pt was awaken from sleep with pain and swelling at the groin site and bleeding. Manual compression was applied and hemostasis was achieved. The pt's hospitalization was extended to treat the residual hematoma.